Event description:
The customer reported that they took first image which showed motion. Then they took second image, however it was scrambled resulting in repeated image.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).